Event description:
It was reported that stent dislodgement occurred. The 85% stenosed target lesion was located in the proximal left anterior descending (lad) artery. A 3.50x28mm promus element ¿ drug-eluting stent was advanced to treat the lesion; however, the stent dislodged during advancing. The physician used a snare to remove the dislodged stent. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent had detached from the delivery system and was returned for analysis. The stent was severely stretched and damaged along its length. The ro markerbands and the tip of the device were examined and there was no damage noted. Contrast media was present inside the balloon and inflation lumen. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Analysis found that the crimp markings on the balloon wall were less pronounced as the balloon had been partially inflated. No kinks or damage were noticed along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The 85% stenosed target lesion was located in the proximal left anterior descending (lad) artery. A 3.50x28mm promus element ¿ drug-eluting stent was advanced to treat the lesion; however, the stent dislodged during advancing. The physician used a snare to remove the dislodged stent. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.